Event description:
Additional information was received indicating fluoroscopy revealed the lead was not fully inserted in the device header. An invasive procedure was performed. The lead was able to be removed from the device header without releasing the set screw. The lead was reinserted and successfully connected to the device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. One inappropriate atrial tachy response (atr) episode was also noted due to oversensed noise. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.